Event description:
The pt received her scs system on (B)(6) 2011 including an ipg. It was reported the pt is experiencing the following at the ipg site while recharging: overstimulation, pain, and pocket heating. She is also experiencing the ipg moving around in the pocket, discomfort due to the ipg location, and inadequate coverage. The pt is scheduled to be reprogrammed by an sjm representative. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Remedial action: other (correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.